Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient had an initial left knee arthroplasty approximately twenty-six years ago. Subsequently, the patient experienced pain was revised due to wear.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient had an initial left knee arthroplasty approximately twenty-six to twenty-seven (26-27) years ago. Subsequently, the patient experienced pain and was revised due to polyethylene wear and loosening of the patella. It was reported the onset of symptoms began approximately six (6) months prior to the revision procedure.

Manufacturer narrative:
Medical component- patella component catalog#:unk lot#:unk complaint sample was evaluated and the reported event was confirmed. Agc bearing and patella component were returned and evaluated. Visual inspection could not identify the item and lot numbers. Visual inspection of articular surface component identified severe wear. Visual inspection of patella component also identified signs of wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of x-rays indicates loosening of the patella is seen on the sunrise view, lateral film with possible fracture seen along the superior patella. Overall fit and alignment of the implants is appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.